Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received off no power alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the customer received spi to motor pic communication error, and the punk began to count up, and off no power alarm occurred. The customer did not have any more batteries to continue troubleshoot. The customer states they will call back to complete troubleshoot.